Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor insertion issues with blood at the site. She stated that when she went to insert the sensor, it did not go into her skin. She thought she could push the sensor back in, but she stated that the plastic piece came off. She also reported having had high blood glucose of 600 mg/dl some time during the day of the call, but she advised that she had already treated and felt okay. She requested replacement of the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also checked needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specification.